Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that the insulin pump would stop delivering insulin. The customer was assisted with trouble shooting and the insulin pump passed the test functions. The customer's insulin pump stared working as designed after rewinding the device. The customer did not return the product back for analysis.